Event description:
Customer reported she does not have most of the info of emergency visits because it has happened quite a few times. Customer stated she had though skin and it really hard to keep them from bending. Customer also stated that she has pain and blood at the site. Customer reported she visited the emergency room for high blood glucose. Customer's blood glucose was 446 mg/dl. Customer was not getting insulin and was not in an accident. Customer's symptoms were high blood glucose, vomiting and stomach acid. Customer removed the insulin pump prior to arriving at hosp. Customer was advised to try different infusion set. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.